Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative result with biotestcell 3 on tango infinity. The specificity of the missed antibody was anti-fyb. . The customer stated that the antibody yielded correctly positive results in the tube test with the enhancement of peg (polyethylene-glycol), but a negative result in the liss-iat (indirect antiglobulin test with a low ionic strength solution (liss). The antibody screening test on tango infinity is also a liss-iat. The investigation of the affected lot of biotestcell 3 in our quality control laboratory is still ongoing. Regarding the affected tango infinity, the customer provided result images that show clear negative results on p1 and p2 cells. A field service engineer checked the instrument. He collected infinity tool data and images of patient (B)(6). He verified that the camera values were within tolerance and no adjustment was needed. Her checked the instrument's working condition and found the spolv delivery and washing action are working as intended. The log files did not show any issue relevant abnormalities. From today's perspective we can say that the instrument is working within specifications.

Event description:
The customer reported a false negative result with biotestcell 3 on tango infinity. The specificity of the missed antibody was anti-fyb. The customer stated that the antibody yielded correctly positive results in the tube test with the enhancement of peg (polyethylene-glycol), but a negative result in the liss-iat (indirect antiglobulin test with a low ionic strength solution (liss). The antibody screening test on tango infinity is also a liss-iat. The customer did not return the complaint sample for investigational testing but the patient samples labeled as #(B)(6) and #(B)(6) ; two different collections of one patient. At the time we received the patient samples, the supposedly defective lot had already expired. Therefore, the current lot biotestcell 3 lot #9226011-00 was used for the testing of the patient samples patient sample #(B)(6) showed a +/- reaction with the fyb antigen homozygous cell #2 of biotestcell #3. The reaction with the fyb antigen heterozygous cell #3 was negative. The reactions of sample #(B)(6) were negative. Additionally, both patient samples were tested in the ih system. The reactions were negative. Only with the fyb antigen homozygous red blood cell sample #(B)(6) showed some very, very small agglutinates, but only visible under the microscope. Furthermore, the patient samples were tested in the ID gel card system. Here, only sample #(B)(6) showed a 1w positive reaction with the fyb antigen homozygous reagent red blood cell. The reaction with the heterozygous reagent red blood cell and the reactions of sample #(B)(6) were negative. Our quality control laboratory tested their retention sample of the supposedly lot on tango infinity. For testing, we used three known anti-fyb in addition to positive and negative control and donor samples. All three anti-fyb yielded correct positive results with the fyb positive screening cells #1 and #2 of biotestcell 3. Regarding the affected tango infinity, the customer provided result images that show clear negative results on p1 and p2 cells. A field service engineer checked the instrument. He collected infinity tool data and images of patient (B)(6) . He verified that the camera values were within tolerance and no adjustment was needed. Her checked the instrument's working condition and found the spolv delivery and washing action are working as intended. The log files did not show any issue relevant abnormalities. From today's perspective we can say that the instrument is working within specifications. Based on the investigation the complaint was classified as confirmed - epp (expected product performance: the complaint sample was not available for investigation and the retention sample reacted as expected. Based on our test results the missed anti-fyb was a very weak antibody at the detection limit. This corresponded to the description from the customer: the customer could detect the antibody only with an enhancement. The instruction for use contained an appropriate note in the section limitations: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies." A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.